Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) female patient who was receiving morphine (dose and concentration unknown) via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history included ankylosing spondylitis (diagnosed in 2006). The patient's concomitant medications included intravenous (IV) remicade 500 mg every 6 weeks. In (B)(6) 2013, the patient experienced fever, nausea and vomiting. The area just below the incision was hot with redness and starting to get bigger. The patient had pain in the incision site from the scar tissue. The patient was diagnosed with a strep and staph infection in the pocket and catheter track. On (B)(6) 2013, the entire pump system was removed due to the infection. The patient was in the hospital for 3-4 days getting IV antibiotics 24 hours a day. The patient was sent home with a peripherally inserted central catheter (PICC) line and then had oral antibiotics. The healthcare provider (hcp) used vancomycin and several other medications. The infection then resolved. If additional information becomes available, a follow-up report will be submitted.